Event description:
It was reported that the lead integrity alert (lia) triggered, and the lead exhibited noise and oversensing. It was further reported that additional oversensing was noted, which was suspeced to be caused by electromagnetic interference. It was further reported that the lead continued to exhibited noise, which was suspected to be diaphragmatic myopotential oversensing. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and indicated a lead impedance out of range alert.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the lead exhibited noise and oversensing. It was further reported that additional oversensing was noted, which was suspected to be caused by electromagnetic interference. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.